Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of adverse event related to procedure. This code was selected as the most probable complaint cause based on the information available.

Event description:
It was reported that device explantation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified first right posterolateral segment (rpl). A 3.00 x 28mm synergy xd drug-eluting stent was implanted. During rotational atherectomy of a 1.50mm rotapro, the stent wrapped around the shaft of the burr and was retrieved. The device was removed by covering with guiding and the procedure was completed with a different device. There were no patient complications reported and the patient is in good condition after the procedure. It was further reported that the stent was implanted before it got stuck in the rotapro.

Event description:
It was reported that device explantation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified first right posterolateral segment (rpl). A 3.00 x 28mm synergy xd drug-eluting stent was implanted. During rotational atherectomy of a 1.50mm rotapro, the stent wrapped around the shaft of the burr and was retrieved. The device was removed by covering with guiding and the procedure was completed with a different device. There were no patient complications reported and the patient is in good condition after the procedure.